Manufacturer narrative:
Internal file number - (B)(4). Correction: device status changed from yes, returning to no, discarded. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for the reported mechanical issue (clip open - locked), difficult to open or close (clip jumpiness and opening the clip) and noise could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Internal file number - (B)(4). H2: correction: d10, h3: device available for evaluation. H6: method codes: 4115 removed. Evaluation summary: the device was returned for evaluation. Due to the delay in device delivery, the device was received with almost all mechanical components of the clip corroded; therefore, it could not be tested for the reported device operates different-noise, difficult to open or close-clip jumping, difficult to open or close clip open-difficult and mechanical issue- clip open-locked during use. A definitive cause for the reported mechanical issue, difficult to open or close (clip jumpiness and difficult to open clip) and noise could not be determined. The observed corroded actuator mandrel, actuator coupler and threaded stud are due to exposure of saline solution post procedure. Lastly, the broken actuator mandrel is also due to exposure of saline solution as corrosion was noticed at the fracture point. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report. .

Event description:
This is filed to report the clip opened while locked and clip jumping. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds 80921u175) was advanced to the mitral valve. After grasping, the clip opened while locked. Several attempts were made to open and close the clip, but the clip would not invert and a clicking noise was heard in the arm positioner. The lock lever was cycled, and the clip jumped open. The decision was made to not implant the clip and remove the cds. A new cds was used and the clip was deployed. The next cds (80402u121) was advanced to the mitral valve and grasping was performed; however, the posterior leaflet tore. Multiple grasps were performed, but it was not possible to achieve a good grasp. The clip was not implanted and the cds was removed. One clip was implanted and the mr remained at 4. No additional information was provided.